Manufacturer narrative:
The user's system has not been in use since she was admitted to the hospital, where she was instructed to remove the transmitter during her hospital stay and subsequent rehabilitation, which lasted several weeks to months. The user has now returned home and was advised through her caregiver that she will likely need to restart the calibration phase; however, she was encouraged to call to confirm that her app and related components are updated before restarting and to allow documentation of events. Despite multiple follow-up attempts to obtain additional information, the user remained unresponsive.

Event description:
Senseonics was made aware of incident where user's system has not been in use since she was admitted to the hospital, where she was instructed to remove the transmitter during her hospital stay and subsequent rehabilitation, which lasted several weeks to months. The user has now returned home and was advised through her caregiver that she will likely need to restart the calibration phase; however, she was encouraged to call to confirm that her app and related components are updated before restarting and to allow documentation of events. Despite multiple follow-up attempts to obtain additional information, the user remained unresponsive.